Event description:
Customer reported leaking at the silicone segment upper fitment area during infusion. Infusion was started and when the nurse came back into room a short time later IV fluid was on the floor. The IV set was investigated and leaking was found at the silicone segment. Per customer medwatch report, "upon investigation found IV tubing to be leaking at top portion of 'stretchy' part that goes into pump." No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). The affected product has been received and investigation is pending. A follow up report will be submitted once the failure investigation has been completed.